Event description:
It was reported that the unspecificed bd optima infusion adapter experienced leakage. The following information was provided by the initial reporter: customer shared there was a leak from the chemo infusion bag, possibly due to the connection of the bd optima infusion adapter and the chemo bag.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the unspecificed bd optima infusion adapter experienced leakage. The following information was provided by the initial reporter: customer shared there was a leak from the chemo infusion bag, possibly due to the connection of the bd optima infusion adapter and the chemo bag.